Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the batteries to correct the failure. The fse completed the pm and performed all functional and safety checks to meet factory specifications. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that the batteries failed the battery run time test. There was no patient involvement; thus, no adverse event was reported.